Event description:
During surgery, a part of the handle dismantled and its spring broke down, resulting in a 20 minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.